Event description:
It was later reported that there was an atrial lead warning for low impedance paces, far field r-wave (ffrw) oversensing, mode switch episodes and noted atrial high rate episodes (ahre) recorded. Recommendation is to adjust atrial sensitivity to see if ffrw goes away while maintaining adequate safety margin for sensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen post episode of pre-syncope and upon interrogation it was noted that during atrial oversensing mode switch was inappropriately activated. Noise could be ruled out on the atrial high rates stored on the electrogram. It was further reported that there was a period of noise and oversensing when trying to reprogram back to a bipolar configuration. The patient remains programmed unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.